Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the electrode side of the extension was fractured. It was considered that the fracture occurred during tunneling; the procedure had been performed without and problem, such as the extension pinching, but the electrode side was bent. The extension was replaced and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.